Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The patient's height, weight, age, and activity level is unknown. No information was provided how the procedure was carried out during surgery. Operative notes were not returned for review. Based on the available information a definitive root cause can not be ascertained at this time. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by patient's counsel that patient underwent implantation of a titanium rod in his left leg in 2006. Fourteen months post-op, the rod broke and was removed and revised the following year.